Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a open repair of recurrent ventral incisional right lower quadrant hernia repair with mesh. She had revision surgery the time line was not given on the source documentation. The patient experienced pain, adhesions, re-herniation, scarring, mesh migration.

Manufacturer narrative:
Additional information: a4, ab5, b2, b5, b7, d8, e1, e3, e4, g1, h6 (ime, imf codes). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment of a recurrent ventral incisional right lower quadrant hernia. She had revision surgery, the time line was not given on the source documentation. The patient experienced pain, adhesions, re-herniation, scarring, and mesh migration.